Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
No traces of moisture were noted at electronic or motor assemblies per visual inspection. No cracks on screen noted. The insulin pump was received with cracked reservoir tube, reservoir tube lip and battery tube threads and minor scratches on display window.

Event description:
Customer reported that there was a crack behind the screen of her insulin pump. The customer stated the damage was due to her running into a wall. The customer also reported several incidents where she had exposed her insulin pump to moisture. The customer was advised to disconnect the insulin pump and revert to a back-up plana. Customer's blood glucose was unk. No add'l info provided.